Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity and asthma. The patient had the filter implanted one week prior to a planned duodenal switch weight loss procedure. The operative notes state that the filter should be explanted after two months. The filter was deployed via the patient's right femoral vein into the infrarenal area without difficulty. The filter was positioned such that the retrieval hook was positioned at the cephalad margin of the filter. Frontal and oblique spot images were obtained to demonstrate excellent filter deployment. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported event approximately eleven years after the index procedure. The patient also experienced mental anguish, stress and worry.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of inferior vena cava (ivc) and anxiety. Additional information received per the medical records indicate that the patient has a history of morbid obesity and asthma. The patient had the filter implanted one week prior to a planned duodenal switch weight loss procedure. The operative notes state that the filter should be explanted after two months. The filter was deployed via the patient's right femoral vein into the infrarenal area without difficulty. The filter was positioned such that the retrieval hook was positioned at the cephalad margin of the filter. Frontal and oblique spot images were obtained to demonstrate excellent filter deployment. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc). The patient became aware of the reported event approximately eleven years after the index procedure. The patient also experienced mental anguish, stress and worry. The device was not returned for analysis. A product history record (phr) review revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inferior vena cava perforation and anxiety¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Neither the phr nor the limited information available for review suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: (B)(6). Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, filter perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿perforation¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported perforation could not be confirmed or further clarified. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages.